Event description:
As reported to 3m, "customer reported three weeks ago a surgical procedure was aborted because arthroscopy pump was not sensing pressure. No adverse event resulted. The case was to be rescheduled one week later."